Event description:
Dealer stated that the caster forks on a (B)(4) wheelchair were bent. Dealer is not sure if their tech inspected the chair before giving it to the end user, if it was bent out of box or unit had been damaged after delivery.